Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08655 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer alleging insulin pump was under delivering due basal settings might not delivering. The customer¿s blood glucose level was 175 mg/dl. Customer¿s other relevant blood glucose levels was in the range of 75 mg/dl to 110 mg/dl and over 200 mg/dl. Customer stated that they experienced high blood glucose level. The customer experienced symptoms such as headache and customer was uncomfortable. Customer performed self test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.